Event description:
G2 inferior vena cava filter found to be multiply fractured and embolized with arm in right lower lobe pulmonary artery, arm in right hepatic vein, and 2 broken arms retained locally. One was loose in the filter and migrated to the right atrium before being retrieved, underscoring the ongoing risk this fractured filter posed to the patient. Filter and all fragments removed successfully.